Event description:
Complainant alleged that the medics were treating a pt who was suffering from a gun shot wound to the head. The medics attempted to defibrillate the pt at 120 joules, but the device displayed a "defib fault 78" message and a "defib pad short" message. The medics performed CPR on the pt during transport to the hospital. The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction.